Event description:
It was reported by a sales representative while he was rolling the empty cot to his vehicle the cot allegedly lowered unexpectedly and in an attempt to catch the cot the rep pulled his back. No further details have been provided regarding the injury; however, it was confirmed medical evaluation was sought for the alleged injury.

Manufacturer narrative:
To date, the cot has not been returned for evaluation but remains out of service and under the control of manufacturer company representative. Additional information has been received indicating the sales representative did seek additional medical intervention for the alleged injury occuring from the reported incident. A review of pictures provided of the cot prior to the incident and immediately following the incident indicate a potential failure of a component due to observed damage; however, it could not be determined how or when the observed damage was sustained. The cot has not been repaired and will remain out of service until it can be returned to manufacturer for evaluation.

Event description:
It was reported by a sales representative while he was rolling the empty cot to his vehicle the cot allegedly lowered unexpectedly and in an attempt to catch the cot the rep pulled his back. No further details have been provided regarding the injury; however, it was confirmed medical evaluation was sought for the alleged injury.

Manufacturer narrative:
The stretcher was returned to the manufacturer and a visual and functional evaluation was conducted. The actuator mount was confirmed to be broken and was the contributing factor to the cot dropping; however, it would not be determined how or when the mount sustained the damage that led to the break. The stretcher contained additional observations of excessive use such as strike marks, damaged wheels and broken links on the actuator chain. This stretcher will be retained by the manufacturer.

Event description:
It was reported by a sales representative while he was rolling the empty cot to his vehicle the cot allegedly lowered unexpectedly and in an attempt to catch the cot the rep pulled his back. No further details have been provided regarding the injury; however, it was confirmed medical evaluation was sought for the alleged injury.